Event description:
The device was returned to the manufacturer for correction. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case and both bail covers were broken, the lower case was contaminated and had tool marks around the battery drawer, the battery release and ring cover were contaminated, the battery contacts were compressed, the battery drawer was damaged by tool marks and the battery drawer o-ring was missing.